Event description:
During a pt code, it was reported that the defibrillator electrodes metal pin inside the connector was bent to one side and made it unusable. Add'l electrodes were available and successfully utilized. It was reported that the delay in pt care did not have adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.